Manufacturer narrative:
Other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient receiving bupivacaine and morphine at unknown dose/concentrations via in implanted infusion pump for non-malignant pain and chronic low back pain. The patient had "a few other meds" before but didn't recall which ones that had been removed. It was reported the patient had a procedure to check the catheter, it was confirmed to have been a dye study. It was noted to have been a precautionary test. The medication was reportedly not getting to the patient like it should. The mediation was dripping through slowly towards the end of the catheter. The patient had started hurting worse, but it "did not end up being that big of a deal with the catheter". The event date was noted to be (B)(6) 2015. Further information was later received from the patient's hcp. It was noted the catheter was 10 years old and had not been replaced since the original implant date. The hcp had attempted to do a side port aspiration in the office under ultrasound guidance, on an unspecified date, but he was unable to aspirate any medication or spinal fluid out of the side port. The hcp noted he was unsure as to whether he was truly in the side port. Therefore, the patient came in on (B)(6) 2016 to do a side port aspiration and catheter dye study under fluoroscopic guidance. The operative report from the dye study was provided. The pre-operative diagnoses included failed back surgery syndrome with chronic pain syndrome and intractable back and sacral pain with intrathecal therapy as well an unknown status of the integrity of the intrathecal catheter. The postoperative diagnosis was then noted to be a partially obstructed intrathecal catheter. The indications for the dye study noted the patient had prior to the study been complaining of increasing back and sacral pain, despite being on high doses of intrathecal morphine and bupivacaine. The findings of the study noted the catheter was found to be partially obstructed, but later the hcp was able to clear the obstruction by flushing of the catheter. The dye study revealed no contrast leaks around the catheter, and a myelogram was obtained. In terms of anesthesia, it was noted there was monitored anesthesia care which was necessary because the patient had bupivacaine and the hcp didn't know if he was going to be able to aspirate the mediation out. It was noted there had been a strong possibility that the hcp would have to bolus the patient with an anesthetic dose of bupivacaine as well as a large dose of morphine intrathecally. No complications occurred with the procedure. The dye study was also described in detail. The hcp, after locating the pump, inserted a 25-gauge, 3-1/2-inch spinal needle and guided it right into the side port, feeling a good and clear advancement of the needle into the side port. The hcp then took a 3ml syringe, after removing the stylet and slowly aspirated. He was able to see a flash of clear liquid in the hub, and therefore kept slowly aspirating and pumping the syringe. Very slowly, he was able to obtain some clear liquid, and over a matter of "about 5 minutes or so" he was able to bring out "about 0.3 to 0.4 ml" of clear liquid which according to the hcp ostensibly had the medication in the catheter along with the little bit of spinal fluid. The hcp then disposed of the liquid obtained and feeling that the catheter was emptied of the bupivacaine and morphine, he slowly began injecting isovue contrast. The hcp saw no leakage of dye along the catheter track and noted the catheter tip was around t11-t12. A very clear myelogram was obtained. After, the hcp aspirated back and was able to aspirate clear liquid "a bit quicker". The hcp then began to flush the catheter slowly, aspirating back out liquid and flushing in. This was done in such a way that he was able to obtain a much clearer and quicker flow of spinal fluid. At this point, the patient reportedly felt no spinal blockade and did not feel over-medicated at all. The hcp then analyzed and reprogrammed the pump, giving her a priming bolus and setting her back to a simple continuous rate of morphine sulfate and bupivacaine. The patient was then discharged to the recovery room in stable condition.

Manufacturer narrative:
Concomitant product(s): is not applicable to this event. N/a is applicable.